Event description:
Boston scientific recieved information that this right atrial (ra) lead may be fractured. The patient had been lost to follow up and now stated not feeling well, but there is no clear indication if the atrial lead issue had caused or contributed to the patient's symptoms.

Manufacturer narrative:
The physician elected to leave the ra lead in service, and will check the patient again in a few months. The associated medical device was electrically modified. The patient had been pacing 10% in the atrium and that percentage went up when the lead issue occurred.